Manufacturer narrative:
Product event summary: (B)(4): the distal end of the lead was returned at a later date, analyzed and analysis revealed that the proximal conductor was fractured due to being pulled/stretched/overstressed.

Event description:
It was reported that an apparent fracture of the left ventricular lead near the proximal connector was identified. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the partial lead was returned in segments and analyzed. Distal and proximal lead conductor fractures were found. Concomitant products: 5076 implantable pacing lead 2009 (B)(6); 7122 competitor defib lead 2009 (B)(6). (B)(4).